Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was unable to rewind w/o giving motor error alarms. It was also stated that the customer was hospitalized due to diabetic ketoacidosis, with blood glucose levels over 600 mg/dl. Nothing further was reported.